Event description:
The mcghan 3m breast implants done at this time. The product has been recalled. I am having a problem now with hardness and pain in the breasts and would like to have them removed. Is there a way to have the manufacturer of the product paid for? Ref report: mw5120173.